Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device with ECG electrodes then prepped for external pacing with the device, connecting disposable pacing/defibrillation/ect electrodes to the pt and the device. According to the reporter, the device stopped pacing on its own an unknown number of times at the scene and had to be manually restarted each time. During transport, the pt arrested and the device was used to defibrillate them. The pt's rhythm converted and then transported to the hosp. Pt outcome is unknown.